Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 264 mg/dl and the sensor glucose was 70 mg/dl at the time of the event. The sensor glucose value that triggered the suspend event was 65 mg/dl and suspend on low limit in sensor settings was 65 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised that the sensor may no longer be responding to glucose change. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6)2018.